Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. Corrected information was provided in e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.

Event description:
A fifty eight year old male patient with a history of diabetes mellitus and coronary artery disease received an impella 5.5 device as support for high risk coronary artery bypass grafting. The patient was receiving two inotropic medications prior to device implantation. Coronary artery bypass grafting was successfully completed with impella assistance, and the patient was transferred to the surgical intensive care unit for monitoring. On the following day, the patient developed moderate bleeding and was taken to the operating room, where surgical exploration identified bleeding from the right internal mammary artery, which was repaired. This bleeding was considered related to the coronary artery bypass procedure but will conservatively be coded to the impella device as the required continuous anticoagulation might have aggravated the bleeding. Following surgical intervention, bleeding remained controlled, and the patient continued on impella support for eight days when the device was successfully removed.

Manufacturer narrative:
A fifty eight year old male patient with a history of diabetes mellitus and coronary artery disease received an impella 5.5 device as support for high risk coronary artery bypass grafting. The patient was receiving two inotropic medications prior to device implantation. Coronary artery bypass grafting was successfully completed with impella assistance, and the patient was transferred to the surgical intensive care unit for monitoring. On the following day, the patient developed moderate bleeding and was taken to the operating room, where surgical exploration identified bleeding from the right internal mammary artery, which was repaired. This bleeding was considered related to the coronary artery bypass procedure but will conservatively be coded to the impella device as the required continuous anticoagulation might have aggravated the bleeding. Following surgical intervention, bleeding remained controlled, and the patient continued on impella support for eight days when the device was successfully removed.